Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but no information is available: the patient demographic info: age, gender, weight, bmi at the time of index procedure? No further information is available. The diagnosis and indication for the hepatectomy? No further information is available. Relevant patient history? No further information is available. Any concurrent use of other products? No further information is available. Where was the surgicel used (on what tissue)? No further information is available. How much surgicel was used during the procedure? No further information is available. What were current symptoms following the index surgical procedure? Onset date? No further information is available. Were cultures performed? If yes, results? No further information is available. Has any surgical or medical intervention been performed for the infection? No further information is available. What is physician¿s opinion as to the etiology of or contributing factors to this event? No further information is available. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? No further information is available. What is the patient¿s current status? No further information is available. We tried to get additional information regarding this case but the surgeon didn't cooperate us at all. No further information will be provided.

Event description:
It was reported that a patient underwent a hepatectomy on (B)(6) 2019 and an absorbable hemostat was used. An infection occurred. The absorbable hemostat was left in the abdominal cavity as it was for hemostasis during wound closure because the device would be absorbed. The patient was discharged from the hospital. Additional information was requested.